Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a laparotomy case, the ls1020 device could not be re-opened while applied to tissue. To remove the device from the tissue, the surgeon resected the tissue directly adjacent to the device. There was no patient injury. Another ls1020 was opened to finish the procedure.